Manufacturer narrative:
Event date year valid only (2017). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had surgery (B)(6) 2018 due to a large herniation. The patient stated they operated on l2 and l3 and it was related to their therapy. No further complications were reported or anticipated.